Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, 90% stenosed, de novo diagonal with a lesion length of 20 mm and vessel diameter of 2.5 mm, the 2.0 mm unspecified balloon dilatation catheter (bdc) failed to cross the lesion and a 1.2 x 6 mm tenku rx bdc was advanced and crossed. During the first inflation when the pressure indication was 2-4 atmosphere (atm) the balloon ruptured. The device was removed from the anatomy without reported issue. There was no reported adverse patient effect. A 2.0 mm non-abbott bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.